Event description:
It was reported that the recanalization catheter had a broken tip. When the user went to feed it on to the wire they could not do it because the tip was broken. Reportedly, the catheter was on the tray; however, there was no patient involvement.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A manufacturing review was conducted. The lot met all release criteria. The device was returned for evaluation and damage was observed to the distal tip of the device. The tip was examined under magnification (microscope 10x). The outer catheter had torn and was partially separated from the distal metal tip. As a result, the marker band was not aligned with the rest of the catheter. The edges of the separated outer catheter were jagged, possibly indicating that the catheter was subjected to excessive force. No other anomalies were observed along the length of the device. No functional testing could be performed due to the condition in which the sample was received (i.e. Damaged tip). The investigation is confirmed for material separation as the distal tip and marker band were separated from the rest of the catheter. It is unknown if the manner in which the device was removed from the packaging hoop contributed to the reported event. The definitive root cause could not be determined based upon the available information.